Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the catheter leaked was confirmed. The customer returned one 2 lumen cvc catheter. The customer also returned 2 pictures of the catheter with the damaged area circled. The pictures show a damaged area possible hole within the catheter body. The rest of the catheter appears typical. Visual examination of the returned catheter revealed a circled area below the juncture hub. Within the circled area there is a hole in the catheter body. No other damage was observed. Microscopic examination confirmed a hole in the catheter body just below the juncture hub. The area around the hole appears to have been cut removing some of the outer layer of the catheter body leaving a clean unused blue surface. One incomplete cut in this area created a flap of catheter body material with the same clean unused surface visible under the flap. The appearance of the damage indicates that the catheter body was cut during use. The damaged location was measured at 6.0 mm below the juncture hub. No other damage or defects were observed. Functional testing was performed by attaching a lab inventory syringe filled with water to the proximal lumen and depressing the plunger. Water immediately exited the hole in the catheter body. The test was performed other remarks: again with the distal lumen and no leak was detected. The distal lumen of the catheter was also leak tested on the lab leak tester at 45 psi for 30. No leak was detected from the distal lumen. The IFU for this product cautions the user to avoid the risk of cutting the catheter do not to use scissors to remove dressing or to redress the catheter. A device history record review was performed, based on sales history, and did not reveal any manufacturing related issues. Based on the observed damage and time of discovery, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the catheter leaked was confirmed. The customer returned one 2 lumen cvc catheter. The customer also returned 2 pictures of the catheter with the damaged area circled. The pictures show a damaged area possible hole within the catheter body. The rest of the catheter appears typical. Visual examination of the returned catheter revealed a circled area below the juncture hub. Within the circled area there is a hole in the catheter body. No other damage was observed. Microscopic examination confirmed a hole in the catheter body just below the juncture hub. The area around the hole appears to have been cut removing some of the outer layer of the catheter body leaving a clean unused blue surface. One incomplete cut in this area created a flap of catheter body material with the same clean unused surface visible under the flap. The appearance of the damage indicates that the catheter body was cut during use. The damaged location was measured at 6.0 mm below the juncture hub. No other damage or defects were observed. Functional testing was performed by attaching a lab inventory syringe filled with water to the proximal lumen and depressing the plunger. Water immediately exited the hole in the catheter body. The test was performed other remarks: again with the distal lumen and no leak was detected. The distal lumen of the catheter was also leak tested on the lab leak tester at 45 psi for 30. No leak was detected from the distal lumen. The IFU for this product cautions the user to avoid the risk of cutting the catheter do not to use scissors to remove dressing or to redress the catheter. A device history record review was performed and did not reveal any manufacturing related issues. Based on the observed damage and time of discovery, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was inserted into the patient on (B)(6) 2016. On (B)(6) 2016 the physician found there was a substantial leak at the insertion site. As a result, the physician removed the catheter and replaced it with a new one. There was a delay in treatment with no patient harm and no patient death or complications reported.